Manufacturer narrative:
The device has not yet been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported from (B)(6) that during treatment of aneurysm, friction was encountered when coil was removed from the hoop. The pusher wire and the coil were pulled from the proximal end of the introducer sheath. The coil was reintroduced into the sheath. Upon pushing the coil into the microcatheter, resistance was encountered not allowing the coil to advance. Upon removal of the pusher wire, the implant portion of the coil was in the microcatheter and pusher portion outside of the microcatheter. The patient was reported to have woken up from treatment with no deficit. There was no reported patient injury.